Event description:
It was reported that the patient's right hip was revised due to pain and disassociation of the femoral head from the stem. The stem, head and liner were revised to an accolade 2 stem, femoral head, and adm/ mdm liner construct. Rep provided the primary operative report, an x-ray, and a picture of the explants and reported that this is all information available.

Manufacturer narrative:
An event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem. The event was confirmed via clinician review. Method & results: device evaluation and results:the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted femoral head and a stem with blood and tissue on them. It appears that there is black/dark residue within the femoral head and the stem trunnion was penciled to a pointed tip. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: xray confirms disassociated head and trunnion wear, need additional information; revision operative report, clinical and past medical history, additional serial dated xrays and examination of explanted components. Device history review: all devices were manufactured and accepted into final stock. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to pain and disassociation of the femoral head from the stem. The stem, head and liner were revised to an accolade 2 stem, femoral head, and adm/ mdm liner construct. Rep provided the primary operative report, an x-ray, and a picture of the explants and reported that this is all information available.